Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6), (B)(6). (B)(6). It was reported that on (B)(6) 2022, a 30mm seguin annuloplasty ring was successfully implanted. On (B)(6) 2022, in the evening, the patient developed septic fever up to 40 degrees celsius. Echocardiogram same day showed no problems with valve. On (B)(6), no infection on the implant site but a positive blood culture was noted. Echocardiogram on (B)(6) 2022 showed vegetations on saddle ring and early postoperative endocarditis was diagnosed. The patient was put on antibiotic therapy. On (B)(6) 2022, device was explanted and a non-abbot device implanted due to mitral valve endocarditis. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of septic fever, vegetations on saddle ring, and postoperative endocarditis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.